Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the internal magnet. The magnet was subsequently explanted on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient experienced a skin necrosis and infection. The patient was treated with topical antibiotics (specific date and duration not reported) and underwent a skin revision surgery under general anesthesia on (B)(6) 2024.